Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Manufacturer narrative:
The universal oscillating saw attachment, serial number (B)(4) will not be return for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. A follow-up medwatch will be submitted if the product is returned or if additional information are received.

Event description:
It is reported that 2 pins of the universal oscillating saw attachment serial number 206674 were broken. There was no patient harm or delay reported.